Event description:
It was reported that the needle was bent. Upon opening the package of this 2.0/17/15 leveen superslim needle electrode, the needle section was bent, and it was stuck when the needle came out. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Event description:
It was reported that the needle was bent. Upon opening the package of this 2.0/17/15 leveen superslim needle electrode, the needle section was bent, and it was stuck when the needle came out. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, analysis was performed on this 2.0/17/15 leveen superslim needle electrode. Visual inspection found that the needles were bent, and functional inspection found that the needles could be extended normally. A picture was provided with the event details, and it was possible to observe that the needles were bent, and the needles did not appear fully extended. The clinically observed needle/tines bent could be confirmed; however, the clinically observed needle/tines difficult to extend could not be confirmed, since the functional inspection passed.